Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away at an unknown location on (B)(6) 2018. The cause of death was an insulin overdose. The reporter stated the insulin pump had reset and the setting was changed from "grams" to "units", causing an incorrect bolus to be given. The customer experienced hypoglycemia leading to the death. It was unknown if the customer was wearing the insulin pump at the time of death. It was unknown if the customer was using sensors. The insulin pump will not be returned for analysis. Frn- model unknown ¿ reservoir.